Manufacturer narrative:
The complaint sample was not returned, and the lot number was not provided. Patient contact information was also unavailable. During follow up with the reporting pharmacy, the individual contacted stated that they were aware of the event but confirmed that no photographs were taken and that they were informed only after the incident occurred. Due to insufficient information, the investigation could not be performed.

Event description:
The hcp stated "we just had another hospital call, that we sent some vonvendi to and they were mixing it and they did the one filter (that came with it) and it still had flakes so they did second filter. She was wondering if the product is still something they should be using. Do you know anything about if they used the second filter if it is okay at this rate? It was not our hospital. It was another hospital calling and asking us." The hcp said the second filter "was whatever they had available in the pharmacy (not one that came with product). They are calling us after the fact. " confirmed she does not know what type of filter they used the second time. She stated "when they did the second filter they didn't see any particles. It was clear, so they gave that to the patient. They were calling us after to ask if ok and we are like probably not." The hcp thinks the start date was on (B)(6) 2025 "once before a procedure or something. I believe they had a procedure today on (B)(6) 2025). " hcp stated "they were combining vials. We think they only combined two vials together, but we were not there. We got roped into us. They did not get it from us. It was not our provider." Additional information received on 23 dec 2025: market surveillance followed up with the reporting pharmacy - individual who answered the call was familiar with the reported event but stated that no photos were taken and they were only notified after the fact. No additional information was able to be provided.